Manufacturer narrative:
The reported complaint of tubing separation was confirmed based on the image provided by the customer. No product samples, videos were returned for investigation. However an image was provided by the customer showing a tubing which is cut and a rotating male luer was connected to female luer of the squeeze flush device. Without the return of the reported sample, a probable cause could not be determined. The device history record for possible lot 13485492 was reviewed and no non-conformities were found that would led to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 3 ml squeeze flush, macrodrip (pole mount). The green stop was reportedly cutting the tubing and the arterial line snapped in half. There was no reported human harm associated with this complaint/event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. The customer identified a possible lot number (plot) of 13485492 (expiry date 12/01/2025, MFR date 01201/2022).